Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20gx1.16in insyte autoguard blood control from lot number 3129529. The needle was protruding through the catheter near the tip. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Your reported issue was confirmed as the needle pierced the catheter wall. The photo provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology was found sheared/frayed when removing it from the packaging. The following information was provided by the initial reporter: "catheter tip was sheared / frayed when the device was taken out of the package."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology was found sheared/frayed when removing it from the packaging. The following information was provided by the initial reporter: "catheter tip was sheared / frayed when the device was taken out of the package"